Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. Reportedly, the customer did not have backup insulin therapy and although requested, the customer declined to provide method of backup therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.